Event description:
The sales rep reported that the inner packaging for the screw has a hole in it which allowed the screw to fall out during a procedure for proximal tibial trauma. The sales rep reported that the screw could not be used and another was opened to complete the procedure.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported incident that locking screw axsos 4.0mm / l40mm was alleged of issue s-137 (packaging damaged during shipment) could not be confirmed. Indeed, despite it was verified that the package was damaged, it was not possible to confirm that this happened during shipment. The very same damage could have been equally generated at the customer (s-138). Therefore no failure mode can be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by incorrect storage/handling of the device. Visual inspection confirmed that both carton box and inner blister are damaged. The defect of the latter clearly compromised the sterility of the screw contained in it. Given the pattern of the rift on the carton box, it is clear that the breakage of the inner blister was caused by pressure applied on the same. Moreover it has been proved that, as reported by the sales rep, the screw can come out of the blister through the hole. Please note that the instruction for use ¿v15013 rev m non active implant IFU ot-IFU-105 rev 2¿ states: ¿pre-operative ¿ inspection is recommended prior to surgery to determine if implants have been damaged during storage. [...] The packaging of all sterile products should be inspected for flaws in the sterile barrier or expiration of shelf life before opening. In the presence of such a flaw or expiration of shelf life, the product must be assumed non-sterile. Care must be taken to prevent contamination of the component. ¿ [original statement(s)] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The sales rep reported that the inner packaging for the screw has a hole in it which allowed the screw to fall out during a procedure for proximal tibial trauma. The sales rep reported that the screw could not be used and another was opened to complete the procedure.